Event description:
Per distributor, the patient had continuous red alarm. All parameters were normal.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, indicating secondary motor voltage too high and system current too high, respectively. Visual inspection of internal and external components found no abnormalities. No evidence of secondary motor engagement indicates that the secondary motor voltage alarm may have been recorded during data file extraction. Freedom driver failed functional testing for acceptance at incoming inspection due to out of specification cardiac output. Additional testing included a 48-hour observation run. Driver functioned as intended without alarm or issue. Customer complaint was not replicated. Failure investigation for this complaint confirmed the reported issue from alarm data review. The customer complaint was not replicated during testing; the root cause of the reported alarm could not be conclusively determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found and driver functioned as intended. The patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per distributor, the patient had continuous red alarm. All parameters were normal.